Event description:
It was reported that prior to the attempted implant of a transcatheter valve, there was no misload identified during loading. Upon the first deployment attempt, the valve was recaptured due to a deep implant depth. Upon the second deployment attempt, an infold with frame under expansion was observed. It was noted that the target implant depth when the infold occurred was 3 millimeters (mm) on the non-coronary cusp (ncc), and 3 mm on the left coronary cusp (lcc). Subsequently, the system was withdrawn from the patient. A new valve and new delivery catheter system (dcs) were used to complete the procedure. It was noted that a 15 minute procedural delay occurred as a result of the infold. Per the physician, the first recapture caused the valve to infold. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012315916); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.